Manufacturer narrative:
(B)(4). D10. Ann ph nail rt 10x220mm item#: 47249622009, lot#: 3174907. Ann blunt tip screw 4x50mm item#: 47248605040, lot#: 3228024. Ann blunt tip screw 4x50mm item#: 47248605040, lot#: 3228198. Blunt tip screw, 4x52mm item#: 47248605240, lot#: 3207865. Blunt tip screw, 4x54mm item#: 47248605440, lot#: 3157875. Cortical bone screw, 4x28mm item#: 47248612840, lot#: 3240162. Cortical bone screw, 4x30mm item#: 47248613040, lot#: 3225546. Proximal humerus nail cap, 0mm item#: 47248801000, lot#: 3242939. G2. Report source: japan. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Radiographs were provided and reviewed by a radiologist. The review identified the following: photo of a computer screen showing a fluoroscopic ap image of the proximal humerus with five interlocking screws. Intramedullary nail in the humerus spanning what appears to be a proximal humeral metadiaphysis fracture. Three of the screw heads are proud with substantial backout of the proximal screw. As the devices involved in the reported event were not returned for investigation, a further product evaluation could not be performed and the condition of the products are unknown. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial, an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that operation was performed with ann nail. One week after the initial surgery, surgeon found one of the proximal screws was backed out from the proper position. Two weeks after the initial surgery, all of the proximal screws were backed out from the proper position and subsequently underwent a revision surgery, during which, the surgeon confirmed that the corelock had become loose. Then the screw depth was readjusted, the corelock was retightened, and the revision was completed. Diligence is completed and no further information on the reported event has been provided.